Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (residue) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was due to contamination. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of battery charger sn (B)(6) has been completed. The reported problem (residue) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.

Event description:
A us distributor reported that a patient's electrode belt and charger were damaged.

Manufacturer narrative:
Device evaluation of battery (B)(6) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (residue) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was due to contamination. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of battery charger sn (B)(6) has been completed. The reported problem (residue) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.

Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor reported that a patient's electrode belt and charger were damaged.